Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported possible under delivery anomaly. Blood glucose value at the time of event was 309 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-332a, mmt-243a. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-243a.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement test, active current measurement test, and the dat test at .0873 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No unexpected no delivery alarm anomaly noted during testing. In further full review of the pump history on the date of testing (B)(6) 2025 found daily total of bolus insulin delivered to be 46.3 units. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. In summary, customer allegation for pump possibly over delivering anomaly not confirmed during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.